Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported the patient went to a hospital with episodes of syncope. There were 10-second pauses noted on telemetry. The device was reprogrammed, but it continued to have long pauses. A physician said he placed his hand on the device and saw a long pause on the EKG. The device was explanted and the lead was capped; both were replaced. No further patient complications were reported as a result of this event.